Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. The system performance was found to be according to spec and as expected. Treatment parameters were in line with the typical range. No new risk has been recognized.

Event description:
After essential tremor treatment patient showed incoordination to the point of not being able to keep pen to paper (dysmetria). In addition, one day post treatment, the patient developed numbness in the right hand and mouth.